Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes are not clotting properly. This occurred on 2 occasions during use. The following information was provided by the initial reporter: material no: 367977 batch no: 8319875. It was reported that the tubes are not clotting the blood properly.

Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes are not clotting properly. This occurred on 2 occasions during use. The following information was provided by the initial reporter: material no: 367977, batch no: 8319875. It was reported that the tubes are not clotting the blood properly.